Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had failed battery test alarm. Customer¿s different blood glucose was 210 mg/dl, 220 mg/dl, 215 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display and failed battery test noted.